Event description:
It was reported that the asymptomatic patient presented for in clinic for a follow up with an atrial lead that exhibited high capture thresholds, noise over-sensing, and low pacing impedance. No interventions were made or reported. The patient was recovering post-follow up.

Event description:
New information received noted that the atrial lead also exhibited under-sensing. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.